Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.0/+2.5/139 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2018. The lens was an exchange lens but the problem was not resolved, the lens still had excessive vaulting. The lens remains implanted but the surgeon plans to explant or exchange the lens. See MFR. Report 2023826-2018-01098 for the initial lens.